Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received that reprogramming was performed to resolve the event. However, the pptwo continued. Additional reprogramming was recommended. No further programming has been performed. The patient was stable.